Manufacturer narrative:
There were several procedure-related opportunities that may have contributed to or caused the event. Accessing the sva itself is technically demanding and carries the risk of severe complications including venous perforation. The physician could not specifically say that the acqguide® mini fixed curve introducer with acqcross¿ qx integrated transseptal dilator/needle caused the event. However, since it cannot be determined what if any role the acutus device may have played in this event, acutus is reporting this event to be conservative. Upon receipt of the following information a follow up report will be submitted. Expiration date, UDI number, manufacturing date.

Event description:
Patient history: a female patient (age (B)(6); weight (B)(6) kg) was treated on (B)(6) 2021. The patient was being treated for persistent atrial fibrillation (af). Description of the event: it was reported that a seldinger technique was used for femoral venous access under ultrasound guidance. The guidewire was advanced up the inferior vena cava. The sheath was then advanced over the wire. During this process, the guidewire bent in the region of the lower abdomen. The wire was removed and then reinserted, advanced, and placed in the superior vena cava (sva). The physician encountered resistance with subsequent advancement of the introducer sheath. After hemodynamic compromise developed, the groin was visualized with ultrasound and it was determined the femoral vein was perforated leading to retroperitoneal bleed. Intervention was performed using a vascular balloon and stenting of the superficial femoral vein. An 8-unit blood transfusion was completed. Patient status post event: the physician informed acutus the patient was stable and doing well on a follow-up visit (B)(6) 2021.